Manufacturer narrative:
Sex/ gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the eye had a loading issue. The reporter was not sure if there¿s a handling/ use error, but an incision enlargement was required. It was learned that the patient was supposed to receive a model ar40m iol, but as this suspect iol had loading error, instead of leaving the patient aphakic, the customer put in the smallest diopter lens that they had in stock, which was a zcb00 5.0 diopter lens. There was no harm to the patient. The patient was actually very happy with the outcome. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: a packaging box of an ar40m was received. However, the lens case was empty. Directions for use and implant notification card were received. No lens was returned. There is no complaint against the lens, customer states that lenses were loaded incorrectly. Product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed that one other complaint has been received for this production order number. Investigation was reviewed and is related to this complaint report of loading issues. Investigation is in process and is from the same customer as this one and same cause (user error). Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.